Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that an incorrect profile was selected when programming primary incisions for femtosecond laser treatment prior to a cataract surgery. The primary incisions were completed manually at the desired location without consequences to the patient.